Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The grater head holes are bent.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The depuy (B)(4) metallurgy department examined the returned instrument and confirmed the complaint. Evaluation found two shavings of metallic material within two of the holes. The shavings were evaluated using energy dispersive x-ray spectroscopy (eds) couples with sem. The material of the shavings was consistent with 316 stainless steel, not the 420 stainless steel of the reamer. This is consistent with the reamer coming into contact with a retractor or other 316 stainless steel instrument while in use. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.